Manufacturer narrative:
(B)(4). Batch # t5dw7k. Additional information was requested, and the following information was obtained: partial staple line. Stapler began stapling for just a little bit then stopped were the staples formed properly? Appeared ok. Was the staple line complete? Incomplete staple line. Was the cut line complete? No. Was there any issue with the cut line such as jagged, dull knife, irregular, etc? Nothing noted. Was there any difficulty opening the device? No. Device analysis: the analysis results found that the ats45 device was returned with no apparent damage and with a 6r45b cartridge present. The reload was received unfired. In addition, a reload (b) was received partially fired 1/3 and with the reload lock out spring damaged. The device and returned cartridge were tested for functionality and it fired, cut and formed the staples as intended. The staple line and the cut line were complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device misfired. It is unknown how the case was completed. No patient consequences were reported.